Manufacturer narrative:
Additional information was received that the patient did not undergo the CT guided aspiration. It was also reported that there was no blood clot, the battery was just on its edge.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site and trouble charging the ipg. The physician felt that it was likely a blood clot in the implant site and ipg was too deep that caused difficulty charging. The physician did not know what caused the blood clot. The patient was sent for a CT guided aspiration of the pocket site. The patient underwent a revision procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site and trouble charging the ipg. The physician felt that it was likely a blood clot in the implant site and ipg was too deep that caused difficulty charging. The physician did not know what caused the blood clot. The patient was sent for a CT guided aspiration of the pocket site. The patient underwent a revision procedure and was doing well postoperatively.